Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 119 and 180mg/dl. Tests were done within 1 min. Pt using different fingers. Check strip test 81 (72-96). Pt did not report any adverse events. No further info has been reported.